Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage testing and clamp function test performed with no issues noted. The device was also used in a simulation of a therapy with no issues found. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) assisted the caregiver (cg) to end the therapy. The cg stated that the hp would do manuals. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.